Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air in line sensor was unresponsive. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint of unresponsive air in line sensor. Air in line sensor unresponsive was verified by functional testing. The cause is the air detector. Replaced air detector to correct the issue. The device passed all functional tests after the repair.